Manufacturer narrative:
This report is submitted following a report to FDA. Since the reporter provided only his name with no contact details, inmode could only contact the presumed reporter based on the name, but to no avail (no response has been received to this date). Due to lack of photos or any additional clinical information, inmode could not assess the reported adverse events nor establish the root cause. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Inmode will submit a supplementary report if additional information becomes available.

Event description:
This report is submitted following a report to FDA (mw5178600) by a presumed doctor who complained to FDA about a female patient sustaining grid like scarring and hyperpigmentation (body region unknown) following morpheus8 performed 10 and a half months before his report.